Manufacturer narrative:
The device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 or 130 alarms noted during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The blood glucose was 105 mg/dl. The troubleshooting was performed and they were able to clear the alarm and unable to complete the rewind. The customer advised the pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The device will be returned for the analysis.